Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose over 500 mg/dl associated with a delivery issue on the pump. The call was disconnected before troubleshooting was able to be completed. Animas attempted to follow up with the reporter regarding the event but has been unsuccessful at this time. This report is made based on the allegation that the patient experienced hyperglycemia related to a pump delivery issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was one delivery interruption in the pump history on 11/26/2015 from 17:19 until 17:34 related to a loss of prime warning. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.